Event description:
It was reported that the customer had high blood glucose levels of 176 mg/dl. The customer reported that the batteries on the insulin pump would not last long. The customer reported installing new batteries multiple times to no avail. Troubleshooting was not done. The customer would like to have the insulin pump replaced. The customer was advised that the insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Findings: unit alarmed failed battery test due to corroded battery cap contact and battery tube. However, unit received with operating currents within specifications. No display anomalies were noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.